Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 400cc and suffered from bilateral rupture, skin reaction and breast pain. The patient stated that the implants do not feel right, like they are bubbled out. Patient feels discomfort. In a couple spots it feels like there is little hard pebble under skin in breast area bilaterally. There are many light brown spots or freckles on breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 7008653 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).